Manufacturer narrative:
(B)(4). A complete lead was returned in one piece measuring 57.7 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low sensing and loss of capture during a pre-discharge check. The lead was explanted and replaced. The procedure was completed without any complications.